Event description:
Device was explanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified broken shell and missing shell. Leak test and microscopic analysis was performed which identified a striated break on the radius, a striated opening on radius and anterior and non-penetrating nicks. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is a striated opening on radius and anterior due to surgical damage consistent in the use of a surgical tool, a striated break on radius due to surgical damage consistent in the use of a surgical tool, and missing shell due to inconclusive.

Event description:
Health professional reported right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.